Event description:
It was reported that a bd interlink¿ blunt plastic cannula was breaking. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two-hundred samples were returned in their original, unopened packaging. The defect could not be confirmed as reported. If the blunt plastic cannula is being used to access a vial, it may damage the part as they are designed for use with a split septum, and not a vial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch: 7023880, assembly batch: 7024992 had 83 visual inspections performed on 4,150 parts with zero defects noted. Batch: 7111920, assembly batch: 7060928 had 103 visual inspections performed on 5,150 parts with zero defects noted. Batch: 7139894, assembly batch: 7142777 had 102 visual inspections performed on 5,100 parts with one defect noted for black burns on the shields. No quality notifications were written for this batch, nor for the associated assembly batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7139894, medical device expiration date: 2022-07-31, device manufacture date: 2017-05-19. Medical device lot #: 7111920, medical device expiration date: 2022-05-31, device manufacture date: 2017-04-21. Medical device lot #: 7023880, medical device expiration date: 2022-03-31, device manufacture date: 2017-01-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd interlink¿ blunt plastic cannula was breaking. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd interlink blunt plastic cannula was breaking. There was no report of exposure, serious injury or medical intervention.